Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The glenosphere would not screw into the metaglene. The surgeon could not get it to screw on.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description states that the glenosphere would not screw into the metaglene. The surgeon could not get it to screw on. The device associated to the complaint was returned for analysis. The visual analysis carried out on the returned product watch a deterioration of the thread of the fixing screw of the glénosphère (deterioration indicating an assembly not in the axis). The DHR analysis of the returned product batch shows an initial conformance of this product regarding its specification. For this batch, there was no deviation or non-conformance. A complaint database search finds no other reported incidents against the complaint sample product and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined with certainty. The incident could have occurred during use, from an assembly not in the axis. (No product problem identified).